Event description:
Pump was reported to not deliver any fluid but was counting volume to be infused during clinical use. No additional clinical details were able to be obtained. No pt injury resulted.